Event description:
It was reported that there was a broken cable with a da vinci product. The customer reported event has no report of patient injury.

Manufacturer narrative:
The instrument involved in this complaint has not been received and/or tested by failure analysis as of the date of this report. If the product is received and evaluated, a supplemental MDR will be submitted.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information on (B)(6) 2026: the issue was identified during the procedure. Once the problem was identified, the instrument was replaced in order to complete the procedure. There was no harm to the patient. No fragment fell inside the patient¿s anatomy.

Event description:
Refer to h11 for follow-up information.